Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, device heating up occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version: 4.11e retainer ring = black on (B)(6) 2022 the customer alleged no delivery/occlusion alarms and device heating up. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device did not heat up during testing. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Confirmed no delivery alarm during a basal on (B)(6) 2022 at 15:08:00 and during a bolus on 20:32:53, as well as during a bolus on (B)(6) 2022 at 13:53:28 in the pump downloaded history. No battery related alarms on the event date of (B)(6) 2022. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case above arrow and battery icon, cracked keypad overlay, pillowing keypad overlay, and faded serial number label. In summary, pump passed required testing. Customer alleged for no delivery/occlusion during bolus and basal was found in the pump history, however was not confirmed during testing. Customer allegation of device heating up was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.